Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they had only had the implant for 2 weeks or so, but their right side therapy wasn't working still as their right leg had been hurting for 2 days now. Patient mentioned they thought because their leg hurt so bad, the communicator was off. Patient mentioned they left a message asking for their rep to call them back, but didn't let them know about the issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned when they use the bathroom (specifically when trying hard to go "number 2" or when they try to hold their pee in while on the toilet), "it burns me in the back and down both legs" and they would get zapped. Patient asked if that was normal. Agent redirected to doctor to further address the issue. Agent did not clarify if this was going on since implant at the beginning of the month.

Manufacturer narrative:
B3: event date is date valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.